Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Parity error count of (B)(4) single bit ecc errors (B)(6) 2015 to (B)(6) 2016. Cardiac compass has vertical lines for day data is invalid. Likely reason is radiation therapy. Ecc corrections on (B)(6) 2015 likely bit flips that occurred earlier and corrected at interrogation. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device displayed invalid diagnostic data for cardiac compass, histograms, and counters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.